Event description:
The patient reported that they had back pain that they weren't sure if it was related to the device/therapy. They noted that they had back pain prior to implant (a couple of years ago), and were told that the back pain would get worse and it had. The patient stated that it was not more of a sciatica pain and had completely changed. It was indicated that an x-ray had confirmed that the patient had arthritis, and the MRI would be used to determine the sciatica pain that they knew wasn't arthritis. When the patient was further asked if the pain was related to the device, they reported that the implantable neurostimulator (ins) had moved in (B)(6) 2016. They could see/feel the ins move especially when they were bloated. They indicated that it was in the ribs, now closer to the scar. The patient had the bloating prior to implant, but it had continued. They were not sure if it was just from the gastroparesis/not going to the bathroom or if it could be from the physical therapy. They were doing physical therapy for the back pain, and it was not constant. It was noted that the patient saw the healthcare provider (hcp) back in (B)(6) 2016, and were told to watch the ins. They also saw a nurse a week prior to the report, who told them that "that happens all the time, "as long as there wasn't a loss of therapy it was fine. The patient did confirm that there was no loss of therapy, but did not like being able to see/feel the ins in the current location. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the ins moving was not determined. They stated that the pain was not related to the movement of the device. No interventions were taken to resolve the reported issues. The device was interrogated in (B)(6) 2017, and was functioning normally. There were no further complications reported as a result of this event.